Event description:
Information received from the field notes problems with adjusting the sensor parameters to meet the patient's needs. Continual adjustment would not correct the responsive prob- lem. To get adequate rate responsiveness, the patient would also experience high rate excursions when sitting or stand- ing which caused shortness of breath and discomfort. The indications for pacing were sick sinus syndrome/brady-tachy and premature ventricular contraction.~~~~~